Manufacturer narrative:
An internal biomérieux investigation was performed for a customer in the united states due to a report of false resistant oxacillin (ox) results for a patient strain of staphylococcus aureus associated with the vitek® 2 ast-gp75 card, lot 2750899403. The customer's alternative testing was pbp negative and (B)(6) chromid (B)(6). The customer stated that since replacing the vitek 2 optics, that false resistance issues have been alleviated. The customer's strain was not available, and therefore was not submitted for this investigation. Submittal of the isolate strain is required in order to confirm a vitek 2 discrepancy compared to the reference method. Ast-gp75 card lot 2750899403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of a (B)(6) result for staphylococcus aureus when performing antibiotic susceptibility testing for a strain using the vitek® 2 ast-gp75 test kit (reference 415670), lot 2750899403. The customer reported obtaining the following results for a strain isolated from a patient wound culture: expected strain ID: (B)(6). Initial vitek 2 ast-gp75 card (lot 2750899403): (B)(6) resistant, cefoxitin screen - negative, (susceptible) modified by the advanced expert system (aes) to "positive" (resistant) based on the (B)(6) result. Repeat vitek 2 ast-gp75 card (lot 2750899403): (B)(6), cefoxitin screen - negative. Alternate test method pbp2: negative. Alternate test method (B)(6) chromogenic agar plates: (B)(6). No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. An internal biomérieux investigation will be initiated.